Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to an electrical/electronic component problem. The most probable cause (generator board failure, display of error code e433) is likely linked to the device but it was unable to trace more specifically. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The generator was returned to the service center with a report of does not coagulate. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the generator board failure, displaying an error code e433 was found. There was no patient involvement.